Event description:
Generator problem: these generators have been implanted in 368 pts. 16 pts have had symptoms and generators replaced or reprogrammed. All those dependent on their pacemaker are being contacted. Most pts have been asymptomatic. Some have experienced syncope. The MFR has been contacted. Only the models listed with qc2 header have been problematic. Facility's entire stock has been returned to the MFR.